Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a thrombectomy procedure, a 5x33 embotrap ii revasc. Device (et007533, 20k139av) was difficult to remove from the sofia catheter sofia the first time and impossible to remove during the second attempt. No patient injury was reported. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a thrombectomy procedure, a 5x33 embotrap ii revasc. Device (et007533, 20k139av) was difficult to remove from the sofia catheter sofia the first time and impossible to remove during the second attempt. No patient injury was reported. No additional information is available. The device was not returned for analysis; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot, 20k139av, presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint of ¿embotrap - withdrawal difficulty into guide/intermediate catheter-unable to¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Withdrawal difficulty into guide/intermediate catheter is a potential complication associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. With the amount of information available and without the device for analysis, it is not possible to draw a conclusion between the device and the reported event. However, there are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the event. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.